Event description:
The initial reporter received questionable ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for one patient tested on a cobas integra 400 plus. Prior to patient testing, the customer confirmed qc was within the acceptable range. On (B)(6) 2022, the patient's initial results were reported outside the laboratory. The patient's doctor did not believe the result and requested a new sample to be collected. The customer tested the patient's new sample. On (B)(6) 2022, the customer performed repeat testing with both samples. The customer used the same cobas integra 400 plus for all repeat testing. On (B)(6) 2022, the patient's initial results were calcium 13.0 mg/dl with a data flag and creatinine 2.46 mg/dl with a data flag. The patient's repeat results with the new sample were calcium 10.3 mg/dl and creatinine 0.72 mg/dl. On (B)(6) 2022, the patient's repeat results with the initial sample were calcium 10.3 mg/dl and creatinine 0.55 mg/dl. The patient's repeat results with the new sample were calcium 10.3 mg/dl and creatinine 0.72 mg/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 58658601 with an expiration date of 31-jan-2023. The creatinine reagent lot number was 57745101 with an expiration date of 30-jun-2022.

Manufacturer narrative:
The customer performed a visual check of the patient's sample and reported "they had to rim the tube and centrifuged a total of three times before they were able to get a clear specimen." The customer performed precision testing. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found an issue with patient sample integrity. He ran a successful diagnostics check and checked for clot detection. He reviewed the daily log and found sample clots were detected daily. Since the event, he confirmed qc was acceptable. He performed precision testing after the customer noticed a clotted sample was tested. After service, no further issues were reported by the customer. The investigation reviewed the calibration results from (B)(6) 2022. The calcium calibration results had no flags and were acceptable. The creatinine calibration results did contain data flags. The investigation reviewed the customer's alarm trace and multiple clot detected alarms were found. The investigation determined the issue was consistent with a preanalytical handling issue. The service actions resolved the issue.